Manufacturer narrative:
Based on the limited information that has been provided, at this time no conclusion can be made as to the degree to which the mesh implant may have caused or contributed to the alleged patient outcome. The patient's attorney alleges that the patient experienced an unspecified adverse outcome associated to the use of the device. A review of the manufacturing records was performed and found that the lot was manufactured to specification. If additional information is obtained, a follow up MDR will be submitted. Note: the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Manufacturer narrative:
Note: due to a technical issue, the data in the following fields were not transmitted electronically in the previous submission: (B)(4)

Event description:
The following was reported to davol by the patient's attorney. The attorney's report also included the implant operative report. (B)(6) 2010 - the patient was implanted with a non bard/davol device used for the treatment of stress urinary incontinence. (B)(6) 2011 - the patient underwent an abdominal sacrocolpopexy and perineal repair with anal sphincter repair due to vaginal vault prolapse and sphincter weakness. During this procedure a bard soft mesh was cut into a y shape. The arms of the y were placed anteriorly and posteriorly over the vaginal cuff. Multiple sutures were placed to secure the mesh to the cuff. The patient's attorney alleges that the patient experienced an unspecified adverse outcome associated to the use of the device.